Event description:
12/2000 an uneventul apheresis donation retrieved a double product for single donor platelets (sdp). The operator indicated no tubing leaks or damage noted to the kit prior to or after the collection. The product was stored at 22 degrees c. Following transfusion of each bag of sdp, each to a separate pt, escherichia coli (e.coli) was cultured. The cultures were performed on the blood of the second recipient and the remaining product in the second spd bag. This report is being filed for the second recipient event: in 12/2000 the second bag of sdp was given to recipient #2. When a small amount of sdp had been infused, the pt presented with fever and chills. The transfusion was stopped. On the same day of the transfusion and also on the next day cultures were performed on the recipient's blood was well as the remaining product within the bag. It was stated that these cultures were positive for e.coli. This recipient expired in 1/2001.